Manufacturer narrative:
Based on the current information provided, the root causes of the patients¿ operative complication and the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is obtained. Isi made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The sureform45 part number 480445-03, lot t90190926-0261 was used and fired three blue sureform 45 reloads. As per logs. All firings were completed without any pauses for compression. No incomplete clamps were noted in the procedure. There were no mages or video recording shared for the event. This complaint is being classified as a reportable event due to the following conclusion: after completion of a da vinci-assisted reversal ileostomy surgical procedure, on postoperative day # 3 or 4, the patient was sick and exhibited elevated white blood cell count. It was determined that the patient had a leak from the ileostomy reversal; thus, the patient underwent a laparotomy. The pathology report of the specimen removed was identified with a 5mm hole with no staples. The patient is reported to have developed an abscess. However, at this time, the root cause of the leak at the ileostomy reversal site is unknown.

Event description:
It was reported that during a da vinci-assisted reversal ileostomy surgical procedure, the surgeon used the blue sureform 45 reload to staple the common channel together; he did not see any issues with the staple line. The procedure was completed with no issues. On postoperative day # 3 or 4, the patient was sick and exhibited elevated white blood cell count. It was determined that the patient had a staple line leak; thus, the patient underwent a laparotomy. The pathology report of the specimen removed was identified with a 5mm hole with no staples. The patient is reported to have developed an abscess. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) to obtain additional information regarding the reported event, the csr stated there was a second procedure done to repair the leak; however, he could not provide any additional information regarding the second procedure. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the report of a post-operative leak in the staple line, which could potentially be related to a product problem. Corrected information can be found the following fields: b1 and annex codes. B1 updated from "adverse event" to "adverse event and product problem". Annex e updated to include e172001 due to the patient experiencing an abscess. Annex f updated to include f1901 due to post-operative medical intervention. Annex g updated to include g0405214 - staple.